Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor was leaking. The device was filled with 4450 mg fluorouracil hs in sodium chloride 0.9%, total volume 110 ml. There was white precipitate on the outside of the device and it appeared to be damp inside the bag. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Lot 17d045 was manufactured from april 25, 2017 to april 26, 2017. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.